Event description:
The technician alleged that the bed exit alarm is not working through the nurse call. No alleged injuries.

Manufacturer narrative:
The technician troubleshot the bed and found the sidecom cable pulled out of socket and the pins were bent. The technician straightened the pins and reconnected the sidecom cable to resolve the issue.